Event description:
It was reported that this pacemaker went into safety mode. As a result, the device exhibited pacing inhibition due to oversensing of myopotential noise. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.